Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had impedances measurements greater than 200 ohms and variable. The physician did a pocket revision and re-tightened the setscrews. Impedance measurements have been normal since the revision. The lead is still in use. No patient complications have been reported as a result of this event.